Event description:
The surgeon stated there was a postoperative leak which resulted in a patient death. This information was received via a letter from the surgeon. No additional information is available. Procedure:unk.